Event description:
The customer reported to olympus that a stent device (cook medical geenan pancreatic stent ref # spsos -5¿5.035 inch, 5cm long, 5 fr/lot c1766546 exp 10/7/2023 ) was found lodged in the evis exera iii duodenovideoscope from a previous therapeutic procedure. After the original procedure that took place on (B)(6) 2023, the sting-lodged scope was identified as being used in four (4) additional procedures. During the fourth procedure, the customer ultimately discovered that the stent was still lodged in the scope after being reprocessed for the fourth time. There were no reports of patient harm associated with this event. An olympus endoscopy support specialist (ess) has been scheduled for an on-site visit to observe reprocessing techniques. This complaint is being reported is for the therapeutic procedure event that took place on (B)(6) 2023, where the customer was unknowingly using the pancreatic stent device that was lodged in the evis exera iii duodenovideoscope channel during the procedure. The scope was decontaminated and reprocessed per manufacturer instructions, and the channel was tested prior to going into the olympus automated endoscope reprocessor (oer) with a healthmark's channel check for carbohydrates, proteins, and blood, and all tested negative. There were no reports of patient harm associated with this event. This complaint is related to patient identifier (B)(6)(event date (B)(6) 2023/tjf-q190v/sn:(B)(4). This complaint is related to patient identifier (B)(6) (event date: (B)(6) 2023/tjf-q190v/sn:(B)(4). This complaint is related to patient identifier (B)(6) (event date: (B)(6) 2023/tjf-q190v/sn:(B)(4). This complaint is related to patient identifier (B)(4) (event date:(B)(6) 2023/tjf-q190v/sn:(B)(4). Olympus further received information that the issue was during therapeutic endoscopic retrograde cholangiopancreatography. The stent fell into the patient and was retrieved with a snare. The procedure was prolonged for 15 minutes. Additionally, the nurse reported that the subject device was new to the facility and that a crimp/wrinkle at the distal end of the scope may have caused the stent to become stuck in the scope. No further information provided.